Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) the full lead was returned, analyzed and the outer insulation of the lead developed a breach due to non-electrical esc (environmental stress cracking) while in vivo, the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the distal conductor of the lead became extrinsically fractured due to melting, the outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo. Concomitant medical products: product ID: sesr01, implanted: (B)(6) 2009. (B)(4).

Event description:
The device was returned to the manufacturer after being explanted post mortem from a patient that died in a manner not related to the lead. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.